Event description:
It was reported that the customer passed away. The customer was wearing the insulin pump at the time of death. The daughter stated that the cause of death was diabetes complications. The daughter stated that the customer had been going in and out of comas during the past few months prior to his death. The daughter did not want to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.